Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an open wound at the pocket site, with a suspected infection. The patient underwent an implantable pulse generator (ipg) explant procedure.